Event description:
It was reported that during a lap anterior resection, when it was taken out of the body to be cleaned, the active blade broke off. The broken part of the active blade has been lost. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.